Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while ligating vessel during a laparoscopic whipple procedure, the clips were able to be loaded properly but no clips came out after firing. Another device was used to complete the case. There was no patient injury. Initial evaluation of the device found that the handle was manually put in its home position to fire the instrument and during the first fire, the clip did not come out. This condition was observed during the next intent. It was observed that the pusher bar not was advancing in order to pick up the clips, the ratchet system worked appropriately. In addition, it was noticed a slight difference on the position of the trip lever against the spring.